Event description:
Additional information reported indicated that the device was working appropriately at the time of the event. The device was replaced because of pocket erosion and the tip of header was visible. The physician was concerned about infection, but erosion was never confirmed. The patient had used diathermy over chest and neck area over 2-3 hrs and he had fallen asleep. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient experienced right sided pocket erosion with the header tip slightly visible. There was no loss of therapy and no confirmation of infection. The device was explanted and the patient was implanted with a new device in a new pocket created lateral to the right pectoral. Patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Accessory model 64001 lot# n259571 implanted: 2010 (B)(6), explanted: 2011 (B)(6), lead model 3382, lot# l33314, implanted: 1996 (B)(6), explanted: na, extension model 7495-51, (B)(4) implanted: 1996 (B)(6), explanted: na. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.